Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10cm.

Event description:
User facility reported following a novasure endometrial ablation the post hysteroscopy revealed the cervical canal was ablated. The uterine cavity "sounded to 12" prior to this procedure. We are attempting to obtain add'l info surrounding this event.